Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), there was difficulty inserting the competitor right ventricular (rv) lead into the device. The impedance reading was out of range. The physician requested a new device. The next device was equally difficult to connect, however after pushing the sleeve more distally the connection was successfully made. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).